Event description:
It was reported a pt was undergoing right total hip arthroplasty. During the procedure, surgeon was using a hip stem inserter when a piece of the instrument broke off in the surgical site. The stryker rep was notified. Instrument piece not retrieved. Procedure took an additional 90 minutes due to event. Post-operative course was unremarkable.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device becomes available a supplemental report will be issued.